Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Hemolysis is a known potential complications associated with all patients implanted with vads as outlined in the labeling. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Clinical and patient factors including the reported uncontrolled inr readings are factors that may have contributed to the reported hemolysis and gastrointestinal bleeding. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Per the instructions for use many patients with refractory heart failure have abnormal coagulation due to abnormal liver function and chronic use of anticoagulation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical site that the patient presented to the emergency room with shortness of breath and dyspnea on exertion. Patient was admitted to hospital with chronic obstructive pulmonary disease (copd) exacerbation, and gastrointestinal (gi) bleeding on (B)(6) 2017. Patient had no other signs of hemolysis at that time. Patient was evaluated by gi service and it was stated that she was hemoccult positive but not frankly melanotic. Suspicious for intermittent small bowel lesion that is bleeding at times. Patient was transfused with one unit of packed red blood cells (prbc's) and plan was to have capsule endoscopy at discharge. On (B)(6) 2017 patient had increased shortness of breath and signs of heart failure. It was stated that the patient never showed signs of hematuria. On (B)(6) 2017 patient was transfused with one unit of prbc's. On (B)(6) 2017 patient had black bowel movement and one point drop in hgb overnight. Gi service recommended liquid diet. On (B)(6) 2017 scheduled patient for single balloon endoscopy in am and received one unit of prbc's on (B)(6) 2017. Patient discharged home on (B)(6) 2017 and it was stated that the gi issue was resolved on (B)(6) 2017, the suspected hemolysis issue was resolved on (B)(6) 2017, and the right heart failure issue was resolved on (B)(6) 2017. No additional information available.labs/test/results:gi: on admission: on coumadin, patient had plasma hemoglobin of 14.4 mg/dl (nl <10.1, prothrombin time/international normalized ratio (pt/inr) 28.9/2.6). On (B)(6) 2017 hemoglobin (hgb) 8.2 g/dl (nl 12-15.5), hematocrit (hct) 26.7 % (nl 36-46.5) , platelets (plts) 267 k/mcl (140-450), pt/inr 28.9/2.6 seconds (nl 9.7-11.8), partial thromboplastin time (ptt) 32 seconds (nl 22-30).on (B)(6) 2017 patient hgb dropped to 7.0 g/dl. On 1/29/17 patient dropped hgb to 7.2 g/dl. On (B)(6) 2017 drop in hgb overnight to 7.2 g/dl, inr 1.7 seconds. 100 mcg octreotide 100 mcg subcutaneous tid on (B)(6) 2017 and holding coumadin for 24 hours and transfuse with one unit of packed red blood cells (prbc's) on (B)(6) 2017. On (B)(6) 2017 single balloon endoscopy revealed multiple (5) bleeding gastric arteriovenous malformation (avm's) treated with argon plasma coagulation (apc) with effective hemostasis, octreotide increased to 200 mcg subcutaneous tid. Coumadin resumed (B)(6) 2017.  On (B)(6) 2017 octreotide changed to continuous infusion at 1 mcg/kg/min until (B)(6) 2017. On (B)(6) 2017 patient dropped her hgb to 6.7 g/dl, patient transfused with 2 units of prbc's and patient started on octreotide 100 mcg subcutaneous tid. On (B)(6) 2017 a single balloon endoscopy revealed actively bleeding deep jejunal avm with apc and epinephrine with effective hemostasis.  On (B)(6) 2017 patient hgb drifted down to 7.0 g/dl and received one unit of prbc's. On (B)(6) 2017 patient dropped hgb to 5.7 g/dl. Patient was transfused with two units of prbc's. On (B)(6) 2017 patient had esophagogastroduodenoscopy (egd) which found an actively bleeding jejunal arteriovenous malformation this was cauterized using apc and area marked with a hemoclip. A colonoscopy also performed which showed old blood throughout the entire colon. Patient had octreotide subcutaneous discontinued on (B)(6) 2017. At discharge: to receive octreotide monthly injections prophylactically, hgb 9.3 g/dl, hct 29 %, plts 268 k/mcl, pt/inr 30.7/2.8.suspected hemolysis: elevated lactate dehydrogenase (ldh) of 782 u/l (nl 82-240) on (B)(6) 2017. On (B)(6) 2017 patient was started on persantine 75 mg by mouth (po) three times a day(tid). On (B)(6) 2017- patient ldh rose to 998 u/l and plasma hemoglobin within normal limits (wnl). Patient was started on aspirin 325 mg po every day (qd) on (B)(6) 2017. Patient was started on heparin drip (gtt) and eptifibatide on (B)(6) 2017. On (B)(6) 2017: started on dobutamine gtt, and sodium bicarbonate gtt. (B)(6) 2017 and had a tee which showed aortic valve opens with every beat at 2800 rpm; with ramp to 3200 rpm, aortic valve excursion decreases, but unable to close aortic valve. No obvious pannus around inflow cannula. Plasma hemoglobin never met criteria per intermacs for hemolysis. Patient was fully anticoagulated with coumadin, heparin gtt off and discharged home on aspirin (asa), persantine and coumadin on (B)(6) 2017.